Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Correction b3 of the initial report. Correction to b5 of the initial report. Please see b5 for further information. Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately". The device was returned and evaluated on related MFR 16384 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device. This report is related to the following mfrs 16384 (1/8), 18132 (2/8), 17127 (3/8), 17108 (4/8), 17343 (5/8), 17173 (6/8), 17858 (8/8).

Event description:
The customer reported having used the subject device on 8 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.